Event description:
It was reported that during normal device change out procedure, externalized conductors were observed via fluoroscopy. The patient was asymptomatic. No electrical anomalies were noted. The lead was capped. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.